Manufacturer narrative:
Incident occurred on (B)(6) 2013, around 8:50 a.m. Two care staff assistants were transferring a resident that cannot weight bear at all. One care assistant was operating the lift and one was behind the chair assisting the patient. The patient was about an inch above the wheelchair when the lift tipped over. The lift hit the patient on the head right above the temporal lobe. The patient had significant bleeding out of his nose, mouth and top of his head. The patient was transported by ambulance to the hospital for treatment. The rear casters were locked and the legs of the lift were splayed. There were no noted deficiencies with the sling. The facility stated that the staff is always taught to lock the lift before using it however, the owner's manual states that the lift should not be locked because it could cause the lift to tip. Page 4 of the owner's manual in the safety summary section states: "invacare does not recommend locking of the rear casters of the patient lift when lifting an individual. Doing so could cause the lift to tip and endanger the patient and assistants. Invacare does recommend that the rear casters be left unlocked during lifting procedures to allow the patient lift to stabilize itself when the patient is initially lifted from a chair, bed or any stationary object." On (B)(4) 2013, the facility was contacted to obtain information on the patient's condition. The physician reported that the patient never left the hospital. The physician stated that the patient had a history of congestive heart failure and died last week of pneumonia which was unrelated to the injuries sustained by the incident. The exact date of death was not provided.

Event description:
Patient was being transferred into a wheelchair and the lift tipped. The customer fell into the chair and was hit on the head by the lift. The rear casters were locked and the legs of the lift were splayed. The facility where the patient resides alleged that the user suffered a head injury and was sent to the emergency room for treatment. Serious injury alleged. Malfunction alleged.